Event description:
It was reported that the patient presented in the emergency room due to pocket erosion. The physician explanted the entire pacemaker system due to infection. The patient was in stable condition throughout the procedure.